Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother was advised to reset bluetooth, close all other running applications, reinstall the g5 application, confirmed no other bluetooth devices were in area or paired with smart device, forget the previous transmitter, and re-pair the current transmitter, which was unsuccessful. No additional patient or event information is available.